Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for epilepsy and movement disorders. It was reported that electrode pair c-11 had a low impedance value of 157 ohms. The patient¿s therapy parameters did not utilize contact 11, so the hcp programmed the patient the same as prior to their ins replacement. It was noted that the left side impedances were between 368 ohms and 1900 ohms. No medical symptoms were reported. No further complications were reported/anticipated.